Event description:
It was reported that the customer had several pcu units (over 20) that had loose or falling out battery screws. Noted that the battery posts were hollowed out. Customer reported that a few batteries that fell out of the pcus while they were being moved around. An impact driver was initially being used however loctite, and a dewalt drill are now being used to torque the battery screw into the pcu. Additional washers added by the bd team but the issue persisted. Customer has gone through their inventory and used a mil-spec loctite designed for small fasteners and they have not had an incident since. There was no patient involvement.

Manufacturer narrative:
Omit : a0705 - battery problem (2885), e2401 - insufficient information, f24 - insufficient information, g02002 - battery. Additional information : describe event or problem, imdrf annex a, e, f and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the battery is falling out of the pcu due to battery posts hollowed. Impact driver was initially being used however loctite, and a dewalt drill are now being used to torque the battery screw into the pcu. There was no information on patient involvement.